Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received an attune primary knee arthroplasty to treat advanced degenerative joint disease of the right knee. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right tka revision due to pain and loosening of the tibial component at the implant to cement interface. Intraoperative notes indicate a complete debonding of the tibial component from the cement. The femoral component and patella were well-fixed but revised. There was no reported product problem with the revised tibial insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 22 november 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. 2740 units released. Lot expiry date: 31 august 2018. Device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.